Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues related to the complaint were observed in the course of the log review. A global receiver functional test was performed and failed. The receiver case was opened for further evaluation. An interior visual inspection was performed and passed. A vibrator motor resistance test was performed and failed. The reported event of no vibration was confirmed. The probable cause was determined to be a defective motor assembly.